Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized on (B)(6) 2016 with hydrocele. The pdrn noted the hydrocele was a pre-existing condition. It was also noted the patient experienced pain during treatments and could not stand. The patient developed an infection in the scrotum. The patient was placed on antibiotics (type and dosage unspecified) to treat the infection. The patient was scheduled to meet with an urologist and surgeon. The patient is still performing peritoneal dialysis treatments with clinic management of partial fills during treatments. The patient was discharged from the hospital on (B)(6) 2016. The patient's pdrn could not confirm if the infection or the treatments caused the recent bout of hydrocele. Follow-up with the patient indicated he experienced swelling in his left testicle during fill and it did not resolve until drain. His nephrologist suggested he decrease his fill volume which has reduced the pain and increased his comfort. He believed the scrotal infection to be resolving and related to his diverticulitis. He also indicated he still experiences swelling in his scrotum during treatment but to a lesser extent. Medical records were requested.

Manufacturer narrative:
(B)(4). The complaint sample is not available and the lot number was unknown, thus a search of the lots delivered to the customer was conducted, with a time frame of three months before of the occurrence day. According to records no product is available from this lot on distribution centers to be analyzed. The entire lots has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. Clinical review of the of the medical records does not reveal any allegation against any fresenius products. The patient had a prior inguinal hernia repair and there was initial concern of a further inguinal hernia. There was no documentation on the cause of the epididymitis, however there was concern that peritoneal dialysis would worsen the pain and discomfort. The patient had scrotal swelling. Peritoneal dialysis was not done during his admission as planned to try and test for increased swelling. Peritoneal dialysis with fresenius products was unlikely related to epididymitis.

Event description:
The following is from medical records received from the patient's treatment facility. The patient presented to the emergency department with a two day history of testicular pain and swelling. The patient reported that his left testicle had been swelling at night when he added fluid for peritoneal dialysis. The swelling would then improve during the day. He also reported that it was painful and that the pain would subside when he lied down. He was able to urinate approximately 1.5 litres per day. The patient was diagnosed with orchitis and epididymitis and treated with levaquin. A urology consult was also made. There was no evidence of a hernia.